Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appears to show the device deformity (cobra head). However, it could not be confirmed as there was no cobra head deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, or angulation or kink in the delivery system upon deployment. Per the instructions for use, the minimum recommended the sheath size delivery system for use with a 10mm amplatzer septal occluder is an 6f. It was reported that a 9f sheath was used to deliver the device, which it contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. Based on the information available, the cause of the reported incident appears to be related to procedure circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (b)(6 2023, a 10mm amplatzer septal occluder was attempted to be implanted utilizing a 9f amplatzer torqvue delivery system into an atrial septal defect. During implantation, the right disc formed a cobra shaped deformation. The device was removed, re-prepped, and re-inserted but the issue persisted. A replacement 11mm amplatzer septal occluder was then used to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure and was reported to be stable. There were no reported adverse patient effects or clinically significant delay. No interaction with cardiac structures occurred and no angulation or kinking of the delivery system was observed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.